Event description:
The customer's spouse called to report an incident where patient was "just very sick", cold/sweaty and shaky. They ran a test on the suspect device and obtained a result of 93mg/dl. Spouse then called the paramedics. Paramedics obtained a result of 36mg/dl on their equipment. Pt was transported to the hospital and given sugar water, but, not sure what else. Spouse also reported pt current condition as stable blood glucose, but having other problems. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.